Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. It is unknown if this lead will return. No additional adverse patient effects were reported.